Event description:
It was reported that the implant was removed due to peri-implantitis. Inflammation was reported as a result of the event. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available. PMA/510(k) number k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H10: additional narrative. One implant and one unknown zimmr screw were returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region, debris attached to the external threads. (Possible human bone / tissue). Additionally, a screw can be seen stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), patient is a smoker. The reported devices were located on tooth # 26 (fdi) and were used for approximately 16 years 2 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications & precautions. Instructions for use for zimmer dental implant systems 4894 rev. 6 ¿ 08/19. Information identified: 'precautions' 'breakage' 'warning' per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot number (0502987). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (0502987) for similar event (complaint category keywords: fracture implant, fractured screw, peri-implantitis) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed. However, device malfunction for peri-implantitis could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no, summary investigation' to 'no, device evaluation anticipated, but not yet begun (02).' During follow up with doctor, he confirmed that the implant fractured too, therefore this report is submitted to update the information as required. Supplemental report would be submitted upon investigation results.

Event description:
It was reported implant was removed due to peri-implantitis and fracture.